Event description:
Patient reported when using the aligners they were getting aggressive bleeding at their gums with sensitivity and inflammation. Their dentist found a chipped tooth at a recent visit and advised to not continue treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.